Manufacturer narrative:
Investigation analysis completed on smiths medical cadd legacy 6400 pump ,revealing no log information. The device was in good physical condition with a scratch noted on the screen. Testing done to replicate and duplicate alarm of double beeping. Upon powering on device, it was found to be double beeping with a cassette attached ,which confirmed malfunction. No disposable alarm revealed down stream sensor needs replacement. The sensor was replaced and unknown cause of problem. Device passed all functional and delivery testing after service.

Event description:
Information received a smiths medical cadd legacy 6400 pump double beeped with cassette. This alarm occured during testing, as no patient involvement.